Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed, mid right coronary artery. The multi-link 8 stent was implanted in the lesion after which the 3.5 x 15 mm nc trek was to be used for post-dilatation. There was no resistance felt during removal of the protective sheath prior to use and no resistance felt during advancement of the balloon catheter to the lesion. When the balloon was inflated to 12 atmospheres (nominal) the nc trek balloon did not inflate at all. When the pressure reached 16 atmospheres the balloon suddenly expanded all at once. Fortunately, no adverse patient effects were reported due to this device issue; however, the issue was considered a serious one. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended.

Event description:
Subsequent to the previously filed medwatch it was determined that the device was not prepared correctly in that the device was not flushed prior to removal of the protective sheath. No additional information was provided.